Event description:
The device was returned from the customer due to an undocumented non-delivery event. There were no reports of any adverse patient events while the device was in clinical use. During initial manufacturing testing, the device over-delivered.